Manufacturer narrative:
Physio-control attempted to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not yet returned to physio-control for evaluation. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that during review of a patient event, it was observed that the device was not used to provide a defibrillation shock until 17:54 minutes into a cardiac arrest. The crew however noted that the patient's heart-rhythm had been ventricular fibrillation (vf) since the start of the event. The customer reported that it's unclear why no shock was requested by the crew in manual mode and if the device use contributed. The patient associated with the reported event did not survive.

Event description:
The customer contacted physio control to report that during review of a patient event, it was observed that the device was not used to provide a defibrillation shock until 17:54 minutes into a cardiac arrest. The crew however noted that the patient's heart-rhythm had been ventricular fibrillation (vf) since the start of the event. The customer reported that it's unclear why no shock was requested by the crew in manual mode and if the device use contributed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The patient file for the reported event was provided and reviewed by a customer quality engineer. The ECG was consistent with vf, a shockable rhythm. The device was charged four times followed by the deliver of a shock in manual mode. There was no evidence of device malfunction during the review. The cause of the reported issue could not be determined. The device was evaluated for a different reported issue. The keypad was replaced for an unrelated issue and the device passed all functional and performance testing before being returned to the customer. This indicates that the device is functioning properly.